Event description:
A bipap a40 device was returned to a third party service center for servicing related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no reported patient involvement. During the evaluation of the device at third-party service center, visible foam particles were found, and the foam insulation was replaced to resolve the issue. Additionally, a ventilator inoperative error code was found in the device's error log relating to high ac input voltage. The main printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, a lower priority soft power loss error code was found in the devices error log. It is also noted that extreme dirt and moisture were found during the evaluation. The device software was upgraded, and the device passed all final testing. No further investigation is required.

Manufacturer narrative:
The foam degradation is covered under z-1958-2021. The ventilator inoperative is covered under z-1813-2024.